Event description:
The complainant reported a patient in cardiogenic shock from a acute myocardial infarction was implanted with an impella cp for mechanical circulatory support and day 2 of support, there was bloody secretions from ett. Heparin was on standby. Additionally, the patient was noted with a gastrointestinal bleed. The following day the patient was successfully weaned from the device, and it was explanted with a survived outcome.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.